Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer admitted to hospital on (B)(6) 2017 due to low blood glucose levels of 2.1 mmol/l. He stated he almost fainted and he "took some grape sugar" prior to the ambulance arriving. When the ambulance arrived his blood glucose measured 8.1 mmol/l. Customer stated he always has low blood glucose levels when the cartridge is getting empty and assumes mechanical damage of the pump. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.